Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a screen showing blue lines was confirmed by baxter personnel during product evaluation. The root cause was assigned to one or more lines on the main display. The main display was replaced to correct this condition. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed that this device has not been serviced prior to this event. A device history review was performed finding pump failed 'transfer failed" which was subsequently verified as no fault found.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. Once the sample has been evaluated a follow-up report will be submitted.

Event description:
The facility reported a colleague infusion pump with a "screen showing blue lines". It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.